Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to having received therapy from the implantable cardioverter defibrillator (ICD). A remote transmission was sent and was reviewed by qualified personnel. It was observed that the right ventricular (rv) lead had a lead integrity alert (lia), oversensing noise, oversensing and that its pacing impedance had risen to the high/undefined range. It was determined that the shocks delivered were inappropriate and it was confirmed that the lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.